Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded in the pump history. There was no reported adverse impact. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.